Manufacturer narrative:
"The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found remnants of a white crystallized contamination believed to be a simethicone type product within the air/water channels. In addition to the reportable malfunction, the following were noted: the light cover glasses adhesive was uneven; the optical cover glass adhesive was worn; the distal end adhesive was lifting; angulation downward and right were not to specification; the up/down and right/left angulation had excess play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the consultant was not happy with angulation of the evis lucera colonovideoscope. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: remnants of white crystallized contamination believed to be a simethicone type product were evident within the air/water channels. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.